Event description:
I had a depuy rotating platform knee implanted on (B)(6) 2011. I developed a rash all over my body. I itched like I had fleas. I discovered after I found the lymphocyte transformations test that I was allergic to the bone cement and metals cobalt chromium, nickel and iron. I was provided no warning or pre surgery warning about this possible reaction. I am now taking doxycycline and resveratrol to obtain some relief. This is according to the web site "total knee replacement noting to sneeze about" a pretty common reaction, something needs to be done to pre test and warn the public. I have now discovered chromium causes renal failure and digestive disorders, the (B)(4) industry needs to change. This agency needs to make that happen. Thanks, (B)(6).